Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, noise was observed on the right ventricular channel. The noise was reproducible with isometrics. Externalized conductors were also noted on the right ventricular lead. Patient was asymptomatic. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion, proximal to the suture sleeve tie impression, breaching re cables lumen was noted at 10.0-10.8cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded and partially melted at this location. This is consistent with the observation from the field of noise and insulation abrasion.